Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's 3-way solenoid and proportional valve were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step. There was no harm or injury reported. The previously reported information " device's 3-way solenoid and proportional valve were was replaced to address the issue" was incorrect. The previous submission should have reported : the device needs to be.